Event description:
It was reported that patient underwent primary hip procedure in 2008. Revision procedure was performed on an unknown date due implant mismatch. Surgeon used a 12/14 taper type 2 adaptor with a taper type 1 hip system. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Hospital reported surgeon used a 12/14 taper type 2 adaptor with a taper type 1 hip system leading to revision surgery. No further complications have been reported. Date of event - unknown. Implant date - 2008 (exact date unknown). Explant date - unknown. This report filed (B)(6), 2012.